Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their upper teeth are pushed up too much, they have talked to their dentist who feels it is best to not move the top teeth unless the teeth are able to be "brought" down.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.